Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Event date is approximated as it was reported to have occurred one month earlier. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system monitor displays a black screen intermittently. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified.